Event description:
Information was received by the distributor regarding a trial patient. It was reported that there was an external neurostimulator (ens) malfunction, could not connect normally. The ens was replaced and the issue resolved. No surgical intervention occurred, nor was planned. There was no injury. Additional information was received indicating that the ens will be returned. Additional information was received from a manufacturer representative (rep). For the reported patient, two additional malfunctioning products have been identified: one external neurostimulator (ens) and one lead. All will be arranged for return, and analysis letter was required for both. Additional information was received from a manufacturer representative (rep). The rep clarified the lead malfunction was the same as the initial reported issue. Devices would be arranged to be returned as soon as possible.

Manufacturer narrative:
Continuation of d10: product ID 97725 lot# serial# (B)(6) product type external neurostimulator product ID 977a290 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 08-sep-2029, UDI#: (B)(4) b3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.